Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc) to report a discordant patient result and negative anion gap error. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and noted that quality control (qc) was recovering below the mean. Services included replacing the imt module and x-tubing, processing precision runs, running instrument checks, and qc. All results were acceptable, and the cse noted no issue on the dimension® exl¿ with lm integrated chemistry system. Siemens reviewed the information provided and noted that qc was in range when samples were processed. System data files were reviewed, and there were no errors. There were successful calibrations. The customer informed siemens that they use bd (becton, dickinson) lithium heparin tubes and bd serum gel tubes (gold top). The customer noted that they spin samples for 6 minutes at 4200 revolutions per minute and stated having a statspin but not using it for chemistry. Siemens verified this is outside of bd vacutainer IFU (information for use), which states an rcf (relative centrifugal force) 1000-1300 for 10 minutes. The cause of a falsely depressed sodium (na) result is unknown, and siemens cannot rule out contributing factors such as sample integrity and preanalytical variables. The chemistry system is performing as specified. No product issue was not identified, and no further evaluation of the device is required.

Event description:
The customer obtained a falsely depressed sodium (na) result on a dimension® exl¿ with lm integrated chemistry system, and it is unknown if the result was reported to the physician(s). The customer used the same patient sample to perform repeat testing on an alternate dimension exl instrument. The customer noted the repeat result was correct and was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) result.